Event description:
The duett sealing device was deployed following a diagnostic procedure, via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced swelling, pain and a large hematoma was confirmed. Treatment consisted of manual compression and was successful. The event resolved with no further complications.